Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 404 mg/dl. The blood glucose level at the time of incident was found to be 238 mg/dl. The event occurred after changing the infusion set. The symptoms of the high blood glucose were unknown. Trouble shooting was performed. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, infst mmt-399a.